Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and functional test of the returned device were performed following bwi procedures. Visual analysis revealed two different electrodes lifted and that same spline bent. A dimensional test was performed, and the outer diameters of the device were found within specifications. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The spline and resistance issues reported by the customer were confirmed. The resistance felt could be related to the damage on the electrodes and spline. The instructions for use (IFU) contain the following indications: the catheter is recommended for use with an 8f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25mm in diameter. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the issue of bent spline. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the lifted electrodes if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab (pal) identified electrode damage. It was initially reported by the customer that the catheter would not advance through the vizigo sheath. There was just resistance when trying to insert but he did not force it through. The splines seemed possibly bent which could be why. A new catheter did not have any resistance. They exchanged the catheter and the issue was resolved. The case continued without any further incident. There was no patient consequence. The customer¿s reported issues of resistance and bents in the catheter are not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2023, the bwi pal revealed that a visual inspection of the returned device found two different electrodes lifted and that same spline bent. These findings were reviewed and determined the issue of lifted rings is a an MDR reportable malfunction.